Manufacturer narrative:
Review of the log shows that a lot of modem failure occurred. Therefore, the transmitter stores a lot of pending files that cannot be send to the back-office. This cause the device to not be able to boot properly. Analysis of the returned subject device confirm that the issue is caused by a network issue. When the device is tested, it works correctly and can connect and therefore send the files to back-office. No general malfunction is suspected on the device. This case is retained and utilized for trends purposes.

Event description:
Reportedly, on 9-january-2025, the transmitter does not react to the reset and the diode remains orange.